Event description:
The user facility reported that the device overheated during a procedure.  The user facility reported the patient sustained thermal burns to the left lip area that left scarring. Attempts were made to obtain additional information about the event; no further information was received.